Manufacturer narrative:
Siemens submitted MDR 1219913-2016-00033 on january 28, 2016 reporting an elevated, non-reproducible advia centaur cp troponin ultra result. The cause of the result was unknown. March 11, 2016 - additional information. Siemens continued to evaluate the advia centaur cp. No system issues were identified. Siemens will replace the system at the customer's site.

Manufacturer narrative:
The cause of the non-reproducible, elevated advia centaur cp tni-ultra result is unknown. A siemens field service engineer (fse) went on site and evaluated both advia centaur cps and performed the following study; fresh samples using violet k2 edta tubes, green heparin_li tubes and red serum tubes were centrifuged at 4000 rpm for 10 minutes in a refrigerated machine. The wasted cuvettes were inspected and no fibrin was observed. The fse has placed two millipore pads from both reagent probes of the two advia centaur cps have been placed under incubation to check the water quality and check for contamination. The room temperature was confirmed to be 25.3c and the systems are level. The operator maintenance is performed and the supply bottles are cleaned weekly. All reagents are in date as the customer is a high volume customer. Advia centaur cp sn (B)(4) shows daily signal errors. It was observed that the luminometer cover had crystals which the fse cleaned. The fluid lines were observed for leaks and the wash stations were cleaned and are free of buildup. The rotary pumps are working properly and no damage was observed. The luminometer was cleaned because there was a build up of crystals on the waste probe position on the top cover. The incubation ring was inspected and found to work properly and no waste cuvettes were damaged or scratched. The sample and reagent probe were cleaned and the air pump is working inside specifications. The fse ran the low calibrator in multiple replicates on both advia centaur cps and found more variability in the flus on system (B)(4) with rlus ranging from 1700 to 2300 where the rlus on system 0021 had rlus between 1686 and 1818. A signal error was obtained on instrument (B)(4) during this testing. Siemens continues to investigate. Siemens recommended evaluation of pre-analytical treatment of samples. The summary and explanation of the test section of the instruction for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated, non-reproducible advia centaur cp troponin ultra result from a patient sample that did not agree with other replicate testing on the same advia centaur cp. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.